Event description:
It was reported that the patient had frequently charging the ipg. It was noted also that patient had impedances on the lead. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted devices will not be returned as it was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19335621.